Manufacturer narrative:
The heartmate 3 lvas was implanted during (B)(6) clinical trial. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device: 1 years, 2 months. The patient remains on lvad support with no issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on 30apr2018 that the patient was hospitalized on (B)(6) 2018 due to fatigue, anemia and presence of fecal occult blood, which was revealed by guaiac fecal occult blood test (gfob). Results from egd, performed on (B)(6)2018, revealed circumferential ulceration of the distal 4 cm of the esophagus with contact bleeding. Biopsies were made from distal esophagus, which revealed squamous mucosa with ulcerative esophagitis, and from prepyloric antrum, which identified reactive antral mucosa with superficial erosion and reactive/reparative mucosal changes with chronic gastritis. Patient received octreotide IV infusion and 2 units of prbcs, and was discharged to rehabilitation on (B)(6) 2018 in stable condition. No additional information was provided.

Manufacturer narrative:
A direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The account communicated that the patient was admitted with fatigue, anemia, and guaiac positive stool. An egd revealed a circumferential ulceration of the distal 4 cm of the esophagus with contact bleeding. Desquamating epithelium with normal-looking underlying mucosa was also reported in the distal 15 cm of the patient¿s esophagus. This was reportedly consistent with healing esophagitis. Focal erosions in the prepyloric antrum with contact oozing were also reported. No arteriovenous malformations were reported and the duodenum was normal. The patient was started on an octreotide IV infusion and received 2 units of packed red blood cells. No known alarms were reported for this event. The patient was discharged to rehab in stable condition on (B)(6)2018. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no additional complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.